Event description:
It was reported that the patient presented to emergency room with complaints of weakness, shortness of breath, and was found to be septic secondary to pneumonia. The patient had been admitted approximately two months prior for septic shoulder, gram-positive cocci bacteremia and cellulitis of the right foot.  The electrophysiologist was then consulted, and vegetation was noted on the right ventricular (rv) lead during a transesophageal echocardiogram (tee). The decision was made to extract the entire implantable cardioverter defibrillator (ICD) system and proceed with antibiotic therapy.  No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.